Event description:
Two endeavor rx drug-eluting coronary stent were deployed in the lad # 6-7 of a pt (MFR report # 2953200-2010-00518) with no issue reported. The target lesion exhibited 90% stenosis and was pre-dilated. Angiography showed good dilatation of the stent. It was reported that approximately 1 month post implant, heparin was discontinued as the pt required surgery. However, within 8 hours of the discontinuation of heparin, the pt developed sub acute thrombosis. Thrombus aspiration and poba were performed. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that "this case is definite based on arc definition."

Manufacturer narrative:
(B) (4) (secondary intervention: thrombus aspiration and poba): eval results: (discontinuation of heparin, arc); (st). Conclusions: (discontinuation of heparin, arc).